Event description:
The account alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail spring pin out of alignment. The technician adjusted and aligned the side rail spring pin to resolve the issue.